Event description:
Surgeon called us at 10pm on tuesday night and informed us that he was revising patient's hip (B)(6) 2014. Surgeon said the revision was due to dislocation. When we revised the hip the new stem (a biomet product) had rotated. He repositioned the stem and replaced the liner with a trident 0 degree 28f liner and he replaced the biomet 40 mm head +3 mm with a 28mm +6 biomet head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.